Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the report of stroke and the device could not be could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2015-01514, 2916596-2015-02150, and 2916596-2015-02463 for the patient¿s previously reported stroke events. (B)(4). Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a cerebrovascular accident (cva). On (B)(6) 2016, the patient presented with new aphasia and left sided weakness. A head computed tomography (CT) scan was performed, but found to be negative. The implanting center reportedly assumed that the patient experienced an ischemic stroke. The cause of the stroke was unknown and the patient was not provided any treatment in response. It was reported by the implanting center that the stroke was not believed to be device or therapy related as the patient has a previously reported history of stroke. On (B)(6) 2016, patient's international normalized ratio (inr) was reported at 2.3. The patient was maintained with an inr goal between 2 and 2.5 with a regimen consisting of 5 mg daily coumadin and baby aspirin. The patient's previously history of stroke consists of three reported events. In (B)(6) 2015, the patient experienced a "slight" ischemic stroke. The patient had some residual aphasia, was treated and discharged home (MFR report #2916596-2015-01514). On (B)(6) 2015, the patient was admitted with a cerebral vascular accident (MFR report #2916596-2015-02150). Then, on (B)(6) 2015, the patient suffered an embolic stroke. The patient was discharged to a long-term acute care facility as reportedly the patient had difficulty verbally communicating and was partially paralyzed. The cause of the stroke was unknown, however, it was reported that the stroke was not vad related as the vad parameters were reportedly within normal ranges and there were no adverse alarm conditions (MFR report #2916596-2015-02463).